Event description:
Explanting physician reported capsular contracture grade IV. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, deformation, creases flat, cloudy in the gel and encapsulation, white and brown particles on the shell. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Baker grade IV.

Event description:
Explanting physician reported capsular contracture grade IV. The device has been explanted. This record relates to the right side.